Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit first cuff issue may or may had not been associated with an anatomy issue as the patient had a challenging airway. However, the other cuffs that failed were tested before insertion without issue, but cuff did fail after insertion.